Event description:
Customer reported that the box that protects the plug on her pump in style breast pump broke apart in her hands and there was a crack in it and the screws popped out.

Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow up with the customer, she indicated that after approximately one month of use the transformer casing cracked and fell apart and the screws popped out of the casing as well. Customer indicated that she did not witness melting, smoke or sparking from the unit and there were no injuries sustained as a result of the issue. The product involved in the complaint was not return for evaluation/investigation. Therefore no conclusion can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(6) 2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed or correct information, a follow up report will be filed at that time.